Event description:
The customer reports the device cannot turn on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reports the device cannot turn on. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.